Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that multiple, intermittent temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms reoccurred. Customer's blood glucose was 102 mg/dl. Customer continued to use the pump for insulin therapy and had manual injections available for alternate insulin therapy.